Manufacturer narrative:
The insulin pump was received with an intermittent up and down button response due to corroded keypad traces. There was no button error alarm noted during testing. The pump was received with a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, and a cracked pump belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 5.2 mmol/l. Customer stated that it was impossible to press any button.